Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "for this patient, the piccline in question ref: powerpicc catheter was first clogged on one of the two lanes at d3 then the 2nd lumen was clogged at d4. Impossibility to rinse whatever the volume of the syringe, and very difficult rinsing the days before according to colleague ide and patient. Transmissions to the surgeon then vvp placement again then piccline withdrawal. I tested the passage/flow of the piccline post ablation on my set: both channels were completely occluded. Patient unhappy and tired of everything that is happening to him medically speaking. Does not understand the usefulness of such an invasive device for only 4 days of use: explanation given for this hazard. Increased workload in the service."